Event description:
A malfunction was reported with a pump, as indicated by the receipt of a 16-0x20e6 malfunction alarm. There was no reported impact to the customer¿s blood glucose level. Technical support attempted a reset of the pump, but the malfunction reoccurred. The pump is scheduled for return, and a replacement pump has been provided.